Event description:
After almost a year started noticing unusual new complications I had not had prior from essure procedure. Severe cramps in uterus area, severe heavy bleeding off and on with irregular periods, extreme fatigue, unexplained all over pain and lower region hip pain, sensitivity to certain metals and hair loss. FDA safety report ID # (B)(4).